Event description:
The pt reported elevated blood glucose (bg) readings since using the recalled cartridges from lot number (b20158) for couple of weeks. She reported that she randomly noticed moisture in the cartridge compartment with the odor of insulin and noticed a correlation between bg elevations and evidence of moisture. The pt reported that her bg readings have been between 250mg/dl and 350mg/dl. She stated that she replaced the infusion set each time, gave an injection by syringe, and her bg resolved to target. The pt reported that on this morning, her bg was 356mg/dl without symptoms of hyperglycemia. She said she did not test for the presence of ketones; she said she felt tired. The pt reported that the infusion site appeared to be intact, there was no redness, warmth, or knot at the site, the cannula was not bent, and there was no blood or kink in the tubing. She confirmed that the pump settings are correct, including the time and date. She stated that she counted carbohydrates correctly, she is not taking new medications, she is not sick, and she has not had changes in her daily activity. The pt stated that she replaced the cartridge and gave insulin injection by syringe. She reported that the bg elevation did not occur with every cartridge from her supplies.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.